Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. The customers blood glucose (bg) level was impacted (280 mg/dl) the customer stated that a flex pen insulin shot would be taken to stabilize bg level. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use manual injections of levemir and novolog as alternate insulin therapy.